Event description:
The dilator tip detached during insertion of the ultimum introducer. The tip did not enter the pt's body; the components were removed from the wire and a new introducer was used. There were no consequences to the pt.